Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. The result from the meter was 3.1 inr. The result from the laboratory within "a few hours" was 2.3 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have antiphospholipid antibodies, but does have lupus. The customer does not have anemia. The customer was not experiencing any abnormal bruising. The customer was in the hospital at the time of the event for low potassium. There was no allegation that an adverse event occurred due to the device. The customer had a blood panel on (B)(6) 2018. The results from this testing have been requested but have not been provided by the customer. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.6 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. Retention test strips (lot 294942) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.